Manufacturer narrative:
(B)(4).

Event description:
The physician was treating a lesion in the ica-cca. The physician used a moma cerebral protection device during the procedure. Outcome was successful. It was reported that within 24 hours of the index procedure the patient suffered a stroke. Patient was treated with medication and recovered. Investigator assessed that the relationship between the event and the device is unknown.